Manufacturer narrative:
Qn#(B)(4). The unit was returned and sent to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that the heater power switch did light up but did not generate heat, and control knob presented a crack due to possible impact. Evaluation revealed that a random thermal-fuse failure prevented the unit from generating heat. According to pegasus records, the unit in reference did not present any problem or malfunction during the production process. The heater was tested in accordance with pegasus' procedures and found to meet pegasus' specifications. The unit is approximately 565 days of age. Based on the investigation performed, the reported complaint was confirmed. The unit will require further repair.

Event description:
Customer complaint alleges the device was not heating during use on a patient. No patient harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device was not heating during use on a patient. No patient harm was reported.